Event description:
Implant loss due to broken abutment screw, use of the service set was not successful, implant had to get removed, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used.